Manufacturer narrative:
H11. Additional manufacturer narrative: the implant date was known only as "(B)(6) 2023". Thus, (B)(6) 2023 was used to calculate the minimum implant duration. The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from canada a patient with a 29mm perimount valve implanted in tricuspid position underwent a valve-in-valve (viv) procedure after an implant duration of approximately one (1) year and six (6) months due to severe regurgitation. As reported, after the initial implant procedure, the patient experienced heart block and had a pacemaker implanted. It was confirmed that the surgical valve did not fail; instead, a user error occurred during the installation of the pacemaker lead resulting in severe regurgitation through the surgical valve. Consequently, the pacemaker was explanted and replaced with a micra leadless pacemaker. Despite the lead extraction, the surgical valve remained regurgitant, necessitating a transcatheter implant. A transcatheter valve was successfully implanted with the surgical device. The patient was reported to be in stable condition.

Manufacturer narrative:
Added information to section e1 (telephone number) and h6 (investigation findings and investigation conclusions). H11. Additional narrative/data: the device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. The reported "regurgitation" of the surgical valve was likely occasioned through the pacemaker lead interfering with the leaflets of the valve. Therefore, for this event the reported "regurgitation" was caused by another device.